Manufacturer narrative:
The insulin pump was received with a constant alarm during rewind due to corroded motor assembly also, had corroded electronic assembly noted during our visual inspection. Unable to confirm motor error alarm or e70 alarm or complete functional test due to a35 alarm. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm, motor position encoder error and motion sensor test failure from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.